Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a pci a cypher stent dislodged from the balloon and the physician implanted it in a non-target area. The target lesion was the mid rca. The lesion was tortuous, calcified and 70% stenosed. It was unknown if pre-dilation was conducted. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. During the advancement, the stent dislodged from the balloon, so the physician chose to deployed it at proximal-rca with a durastar balloon at 20atm. He used a non-cordis stent to treat the target lesion in the mid-rca. The stents were no overlapping. One non-sterile cypher select + stent 2.50 x 28mm was received coiled inside a plastic bag. The stent was not received. The balloon had not being inflated. The sds did not show any damage. Bumping and crimping marks were observed on the balloon. No more anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "stent dislodged-in patient" was confirmed. The exact cause of the failures experienced by the customer could not be determined. The IFU indicates that applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Based on the information provided, there are possible vessel (calcification) and procedural factors that may have contributed to the reported events. Neither the DHR review not the product analysis suggests that the reported failures are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken.

Event description:
Stent dislodged: the target lesion was the mid rca. The lesion was tortuous, calcified and 70% stenosed. During the advancement, the stent dislodged from balloon, so the physician just deployed it at proximal-rca. He used the other company's stent to treat middle-rca. A durastar was used to post-dilate at 20atm. No impact to the patient. The rest component of product will be returned back for investigation. The procedure film will be returned back later.